Event description:
It was reported that an alarm 2 occurred due to occlusion, causing the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer changed the cartridge and resumed insulin to address the issue. Frequent occlusion issues were noted, and additional assistance was requested for further support. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.